Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stop events associated with a disconnection of the driveline; however, a specific cause for the events could not be conclusively determined through this evaluation. The submitted log files also confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established. The submitted system controller event log file contained events from 13jul2025. The file captured low flow alarms on (B)(6) 2025. Additionally, the driveline was disconnected on (B)(6) 2025 that resulted in a pump stop. The pump remained disconnected for the remainder of the log file. The pump appeared to be operating as intended while the driveline was connected. It was later communicated that the cause of death was not determined, and it was not known why the driveline was disconnected then reconnected. The site was unsure if the patient outcome was device or therapy related, or if the device operating as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 2 of the IFU, "system operations" (under "system controller warnings and cautions"), and section 2 of the patient handbook, ¿how your heart pump works¿, instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. Section 2 of the IFU also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6, under "educating and training patients, families, and caregivers", explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The cause of death was not determined, and it was not known why the driveline was disconnected then reconnected. The site was unsure if the patient passing away was device or therapy related, or if the device operating as expected.

Event description:
It was reported that the patient passed away on (B)(6) 2025. On the morning of (B)(6) 2025 the patient reported via the hospitals 24-hour emergency line several replace emergency backup battery (ebb) and low flow alarms. The hospital attempted to call the patient back with no response, after several attempts the hospital reached out to the patients family for a wellness check. The patient was found by police passed away with batteries and driveline connected and the system controller alarming. The patients friend then disconnected the patient's system controller and batteries until the system controller shut off. Log file review revealed ebb faults as well as intermittent low flow hazard alarms on (B)(6) 2025 between 08:37 am and 09:49 am. At 10:56 am the system controller was disconnected from the pump, and not reconnected. The periodic log file captured ebb faults on (B)(6) 2025 at 05:35 am. Additionally a set of driveline disconnects alarms were noted between 06:35 am and 07:35 am. The driveline disconnect alarms occurred while the patient was connected to battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.